Event description:
It was reported that this lead was replaced due to high impedance, >200 ohms. The implantable pulse generator was replaced due to a field advisory and subsequently tested out of specification consistent with that advisory. No patient complications have been reported as a result of this event.

Event description:
It was reported the lead was replaced due to high impedance, greater than 200 ohms. The implantable pulse generator was replaced due to a field advisory and subsequently tested out of specification consistent with that advisory. No patient complications have been reported as a result of this event. Further review of the device memory reports indicate the device was functioning at the time of explant.

Manufacturer narrative:
Attempts were made to obtain additional information from the user-facility regarding this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed no bipolar ventricular output. The no output condition was the result of lifted output bond wires. Further review of the device memory reports indicate the device was functioning as intended at the time of explant. The lifted bond wires occurred either during or after the explant procedure. Therefore, the final analysis results indicate the device had no anomalies. Other text : it was reported the lead was replaced due to high impedance, greater than 200 ohms. The implantable pulse generator was replaced, due to a field advisory and subsequently tested out of specification consistent with that advisory. No patient complications have been reported as a result of this event. Further review of the device memory reports indicate the device was functioning at the time of explant. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn.